Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/30/2024, it was reported by a sales representative via phone that (2) ar-3641sp self-punching knotless 2.6 fibertaks anchors would not deploy from the inserter. This occurred during a glenora femoral instability on (B)(6) 2024, where both devices failed to seat the implant. Everything was removed, and the case continued using another ar-3641sp self-punching knotless 2.6 fibertaks anchor from a separate lot.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error following the device's surgical technique. Directions for use dfu-0054 bio-fastak, fastak, suturetak and fibertak suture anchors precautions 9. Self-punching suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
Additional information was provided on 1/30/2024 where the sales representative stated that a self-punching feature on this anchor was used, so no bone socket was prepared. The patient had good bone, not super hard but not soft at all. It was possible to implant one successfully using the same self-punching technique and the case was completed.